Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a rash under the front therapy electrode pad and on her shoulder under the strap. During a follow up the patient reported that the irritation healed after using benadryl and hydro-cortisone cream as recommended by her doctor.